Event description:
Early feedback from the manufacturer indicates that there was a failure of the torque wrench and one additional instrument versus the spinal implants. The torque wrench was damaging the locking caps and resulted in the device failure.partial surgery was completed and patient will be brought back for secondary surgery in a week's time.